Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that her skin is raw from using the electrodes. The patient was told not to use the unit. She is currently using an antibiotic. It was later reported the patient saw her primary care physician, and she prescribed oral bactrim for the sores on her neck. Later, the patient had a reaction to the meds and discontinued them. The doctor then prescribed her an ointment to treat fungus for her sores. The patient also spoke with her surgeon on monday, and the doctor told the patient to discontinue treatment and focus on her skin to heal. She does not have sensitive skin. The first three months, there was no issue. She thought the covers caused the irritation and tried rotating the electrodes. She stopped using the covers and tried adding water to the electrodes, then the irritation occurred. She wore them for 24 hours and changed them every 5 days. It was reported that no further information is available.

Event description:
It was reported by the patient that her skin is raw from using the electrodes. The patient was told not to use the unit. She is currently using an antibiotic. It was later reported the patient saw her primary care physician, and she prescribed oral bactrim for the sores on her neck. Later, the patient had a reaction to the meds and discontinued them. The doctor then prescribed her an ointment to treat fungus for her sores. The patient also spoke with her surgeon on monday, and the doctor told the patient to discontinue treatment and focus on her skin to heal. She does not have sensitive skin. The first three months, there was no issue. She thought the covers caused the irritation and tried rotating the electrodes. She stopped using the covers and tried adding water to the electrodes, then the irritation occurred. She wore them for 24 hours and changed them every 5 days. It was reported that no further information is available. It was reported that no further information is available. The patient did not return 72r electrodes for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6)medical will continue to monitor for trend.